Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events.  During investigation, the battery compartment was found to be cracked above and below the bumper pad. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to properly secure to the returned pump to maintain an electrical connection.  The battery cap was not returned with the pump.  A test battery cap was used and able to properly secure to the pump for testing. The pump successfully completed the 24 hour duration test without any power or reset issues with the test battery cap. The pump cover was removed and there was no evidence of moisture or damage to the internal components. Unrelated to the original complaint, the cartridge compartment was found to be damaged at the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.